Manufacturer narrative:
Evaluation results: one level 1 hotline disposable was received for investigation in used condition. The sample was visually inspected at a distance of 12 to 24 inches and under normal conditions of illumination. The investigator noted that there was a deformation in the connector. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigator suspected that the connector reflux became damaged after the product left the manufacturing facility. A definitive root cause was not established however.

Event description:
It was reported that the twin-tube connectors were bent and sticking together. The operator was unable to insert the tube into the socket of the level 1 hotline low flow system (hl-90). The product problem was observed upon opening. No patient injury or complications were reported in relation to this event.